Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse could not reproduce the failure to the connector drying out. The pump was checked with a trainer and customer cable, lead wire and a minisim. There was no problem was found with the unit. A cath lab tech said that she thought that they had gotten the connector wet while wiping it down to clean. She stated that she had seen this problem before because they are used dripping wet wipes. The pump was never taken out of service by the customer and was ready for use in the cath lab. The fse performed full calibration, safety, and functionality checks to factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the ECG signal was difficult to obtain on the cardiosave intra-aortic balloon pump. There was no patient harm and no adverse event was reported.